Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc had ¿the needle popped off and exploded out of the syringe.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.